Event description:
On (B)(6) 2012, aci received a copy of a maude event report (voluntary report # (B)(4)), which was sent to the FDA by the user facility. The report stated that the date of the event was (B)(6) 2012 and the date of the report was (B)(6) 2012. The following is the description of the complaint: "closure balloon device with ruptured discovered during diagnostic catheterization." The aci sales professional was contacted by complaint handling and requested to attempt to obtain additional information regarding the alleged event. The sales professional stated that he managed to speak with both the physician as well as the cath lab manager. The case was a diagnostic case and only required approximately 20 minutes of manual pressure to achieve hemostasis according to both parties. The physician stated that there was no visible calcium and that the balloon ruptured as he was trying to locate the arteriotomy. The physician felt the balloon come in contact with the sheath and then the balloon lost pressure before the arteriotomy was reached.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1220702) indicated that the device lot met all established performance criteria prior to shipment.